Manufacturer narrative:
Estimated date. Literature attachment; title of article-percutaneous access for endovascular abdominal aortic aneurysm repair: can selection criteria be expanded? The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. A conclusive cause for the reported patient effect of hematoma, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Literature title of article-percutaneous access for endovascular abdominal aortic aneurysm repair: can selection criteria be expanded? The additional prostar device referenced is filed under a separate medwatch report number. The device location was not provided, and it is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article identifying proglide and prostar closure devices that may be related to minor hematomas. Specific patient information is documented as unknown. Details are listed in the attached article, titled "percutaneous access for endovascular abdominal aortic aneurysm repair: can selection criteria be expanded?".